Event description:
A response was received from through sales indicating the annuloplasty ring was explanted and replaced by a 7000tfx valve after an implant duration of approximately 11 years 3 months (135.5 months) due to a paravalvular leak.

Event description:
It was reported that the device was explanted after an implant duration of approximately 135.5 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
In a response from the surgeon, it was learned that the annuloplasty ring was explanted and replaced by a 7000tfx valve after an implant duration of approximately 11 years 3 months (135.5 months) due to a paravalvular leak. The surgeon indicated that this explant was not due to a device malfunction and was not device related but due to a maze procedure and paravalvular leak. The operative report was requested but is not available. Conclusion: there are many factors that could result in the need to explant an annuloplasty ring and replace with a bioprosthetic valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. In this case, the surgeon responded that this device was explanted due to paravalvular leak and maze procedure with no additional clarification. There is insufficient information from the health care provider to conclusively determine the root cause for explant and replacement of this device. The device is not available for return and evaluation. No additional information has been provided.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.